Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 26mm sapien 3 valve was implanted in the aortic position into a pre-existing non edwards transcatheter valve via transfemoral approach. During inflation the balloon burst. A surgical cut down was required to complete removal of the system. No missing pieces were suspected to have remained in the patient. The patient left the or without complication in stable condition. At pre-decontamination evaluation, a bend was found at approximately 211 mm from the distal tip of the e-sheath. At engineering evaluation, a circumferential delamination 3" from distal tip was found.

Manufacturer narrative:
The esheath was received after use in the procedure with the delivery system fully inserted. Procedural imagery provided by the site showed the liner appeared to be partially delaminated. The balloon of the delivery system had fully burst radially and inverted over the nose tip. Visual inspection of the returned device revealed the sheath was fully expanded and the tip opened as designed. The c-marker was still present. There was a slight bend in the sheath 3 inches from the distal tip and another 8 inches from the distal tip. The liner had circumferential delamination 3 inches from the distal tip.  Based on the nature of the complaint, both dimensional and functional inspection were unable to be performed. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed one other similar complaint related to the sheath kinked/bent. No manufacturing nonconformities were found and available information suggests that patient and procedural factors likely to the reported events.  No similar complaints were noted for the liner delamination lot history. A review of the complaint history revealed similar complaints noted for the complaint events reported, however no IFU/training inadequacies, corrective or preventative actions, or product risk assessments are required at this time. The occurrence rates did not exceed the control limits for the monthly trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath and no deficiencies were identified. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath.  Additional considerations include proper screening as this is critical to reduce vascular complications.  Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. The device procedural training manual provides instructions for delivery system removal. Factors that can assist with delivery system removal are as follows:  completely unflex the delivery system, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. A patient injury could occur if the delivery system is not completely unflexed prior to removal.  Per the IFU it is to be noted, if the delivery system balloon ruptures do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath).     During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for sheath shaft kinked, bent and sheath distal tip liner delamination were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. As per the description, the ¿burst delivery system catheter was possible to be removed until near puncture site. Cut down was required to the complete removal of the system.¿ withdrawal of a burst balloon with an altered balloon profile through the sheath can potentially result in the balloon catching on the sheath shaft. It is likely that additional force and manipulation was required during the intervention to withdraw the devices. Per the procedural manual, ¿do not use excessive force. Take care when removing the balloon through the tip of the sheath.¿ interaction between the altered balloon profile and sheath may result in damage to the sheath (i.e. Kinks, delamination). While a definitive root cause is unable to be determined, available information suggests that procedural factors (retrieval of burst balloon / excessive manipulation) may have contributed to the reported event. The complaint events were confirmed through visual inspection. No manufacturing nonconformities were found in the returned sample. It is unlikely a manufacturing nonconformance contributed to the reported events. Available information suggests the events were likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rates did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.